Manufacturer narrative:
(B)(4). Batch # r5779g. Device evaluation: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the 6 most proximal drivers up and the swing tab was noted to be broken, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the swing tab to become broken, it is possible that the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: if possible, can you please follow-up with the appropriate personnel to determine how the bile leak was controlled. How was the procedure completed? Was there any change in the procedure or post-operative care of the patient due to the event that occurred? If yes, please describe.

Event description:
It was reported that during an exploratory laparotomy procedure that the device misfired and then jammed. The device cut but did not staple. The device was forced open bile spilled out. Unsure as to how the procedure was completed. There were no adverse consequences for the patient.